Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was left inguinal hernia. The postoperative diagnosis was left direct inguinal hernia and left-sided lipoma off the cord. The patient underwent a left inguinal hernia repair with mesh open and resection of lipoma off the cord, left-sided. The patient has had abdominal pain and swelling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced abdominal pain, recurrence, adhesions, small colotomy, lipoma, enlarged lymph node, and swelling. Post-operative patient treatment included hernia repair with mesh, removal of mesh, reduction of lipoma and hernia sac, removal of slightly enlarged lymph node, and small bowel resection.